Manufacturer narrative:
A report was received stating that 3 weeks post implantation of a cypher stent, "the stent collapsed" and the pt had to return to the hospital; treatment is unknown. Multiple attempts to clarify the event and obtain additional details were unsuccessful. The product could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. With such limited info, it is not possible to determine with any certainty what event this pt experienced or what factors may have contributed to his event.

Event description:
The report received indicated that the cypher stent collapsed. According to the reporter, the pt had a cypher stent implanted in a coronary artery; approximately, three weeks post stenting procedure, the stent collapsed. As a result, the pt had to go back to the hospital. Treatment was unknown.